Manufacturer narrative:
The customer reported the device was discarded, however, the lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: clip caught on distal end of device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. After clip deployment the vessel locator wings retracted completely but the clip tines were caught at the distal tip of the device. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.